Event description:
(B)(4). Right after the procedure I was already in alot of pelvic pain. Good thing I was put under. From that point on I had constant pain from cramping, stabbing, radiating to my back, I couldn't have sex, or even stick a tampon in. My blood started to look like a thick tar with clots in it. I was constantly vomiting or nauseous. Started losing my hair and I would get hot flashes so bad that I wanted to pass out or felt like my brain was going to fry so I would take 4-6 showers a day. I would get dizzy, have migraines, blurred vision, and pain shooting down my legs. As well as cramping in my muscles. I was unable to walk, or drive. I lost sensations in my finger and toes and couldn't feel water temperature. Suicidal thoughts which lead to a break up between my children's dad and I. Now I have cps involved and have to be monitored 24hrs if I am with my kids. This has led my family to take off work to help me keep my kids and take care of them since I was so sick. I had my appendix removed, as well as bladder infections, kidney infections, enlarged abdominal lymph nodes as well as elevated liver enzymes. I was losing my memory, had no sex drive, had depression and anxiety. Had a metal taste in my mouth as well as itching and bloating. Gained weight I couldn't lose no matter how hard I tried. Never stopped bleeding. Had to put me on narcotics for pain as well as muscle relaxers. Built up a tolerance that led drs to accuse/assume I was a drug addict or having withdraws. Had to have a hysterectomy which I bled out in recovery and was rushed back to the operating room. After discharged from the hospital I had to return due to a fever, vomiting, fainting, and pain. Stayed 1week in the hospital. Have trouble with my bladder and constantly having the urge to go pee or go pee, still having abdomen pain which has led me in and out of the hospital. Have to take a iron supplement due to my blood loss. Still dizzy and light headed. Constipated and feel as though my food is getting stuck.